Manufacturer narrative:
D4 lot #: the suspect lot was either r24h26109 or r24k18147. D4 information - for suspect lot r24h26109: expiration date is 08/27/2026 and UDI # is (B)(4). For suspect lot r24k18147: expiration date is 11/19/2026 and UDI # is (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set came apart at the y-site (clearlink). This was observed when the nurse was connecting the set to the patient's saline lock. New tubing was used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 (update codes), h11. H4: this lot# r24h26109 was manufactured between 08/27/2024 and 08/28/2024. This lot# r24k18147 was manufactured on 11/19/2024. H11: the actual device and two (02) photo samples were received for evaluation. A visual inspection of the photos showed a separation between the tubing and y-site clearlink in the downstream part. However, the visual inspection of the actual sample did not identify any abnormalities that could have contributed to the condition. Pressure and clear passage under water testing, priming and pull test were performed on the sample; the device was found to be within the product specifications. A simulated usage test was performed over one day and no issues were observed. The reported condition was verified in the photo sample only. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.